Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed vessel in the right coronary artery (rca). The 2.75x28mm xience sierra stent delivery system (sds) was unable to cross the lesion due to the anatomy after several attempts and it was found that the inner member of the distal shaft was separated but the outer member remains intact and in one piece. Another same size xience sierra sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.